Event description:
The user facility reported a needle stick when using the surflo i.v. Catheter device. Follow-up communication with the user facility confirmed the following information: (1) it was reported the nurse performed puncture; (2) then withdrew the inner needle; (3) the safety cover did not activate; (4) the nurse then incurred a needle stick; (5) the nurse was tested for infectious diseases; (6) the nurse was reporter to be uninfected; (7) the patient was reported not to have any infectious diseases; (8) no harm to the patient; and (9) the patient was reported to be "fine".

Manufacturer narrative:
This device was manufactured 11/11/2014 through 11/13/2014. The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the safety cover shielded the tip of the inner needle. When comparing the safety cover of the returned sample with the one of normal product, the metal part of the safety cover was deformed. Thereby, the tip part of the safety cover was not on the right position. A review of the manufacturing and inspection records of the safety cover deformation revealed no abnormality for this lot. A review of the device history record confirmed that there was no production related problems for this lot. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely (1) the inner needle was removed at an extreme angle or rotating (2) reinsertion of the inner needle into the catheter after the safety cover was activated. The device labeling does address the potential for such an event in the instructions-for-use by statements such as, (1) "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." (2) "do not attempt to re-insert a partially or a completely withdrawn needle." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).